Manufacturer narrative:
This is the same event as 3010536692-2015-01217, -01219, -01220.

Event description:
Allegedly patient was revised due to mom complications: loosening of prosthetic joint:-left.